Event description:
The respironics service technician reported the ventilator restarted repeatedly while he was performing an extended selft test (est). There was no pt involvement. The service technician replaced the power supply. Performance verification testing was performed, and the ventilator passed per specifications.